Event description:
It was reported that right eye intraocular lens (iol) icu100 15.0 rotated anticlockwise after positioning and was not able to be moved (clockwise or anti clockwise) into correct axis. Intended axis was 115 degrees but situated at 180 degrees and not able to be moved. Day 1 post op results below and will review again at 1 week post op. Lens remains implanted and fully inserted. No surgical intervention performed. Vision post-operative: day 1 post op distance 6/12 reading n12, review in a week. Note, non dominant eye r. No further information available.

Manufacturer narrative:
Explant date: not applicable, as lens remains implanted. State, province, territory: (B)(6). Initial reporter telephone number: (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.